Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-04838 for a description of the first device. In 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure one day priop. According to the complainant, approximately five minutes into the procedure, a low water level error occurred. The user attempted to refill the prolieve catheter; however, this did not resolve the issue. The catheter was removed and the anchoring balloon had no water in it. The prolieve catheter was replaced with a new catheter and the procedure was continued. No pt complications were reported as a result of this event. The pt's condition was reported as "okay."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The lot number provided by the complainant represents the prolieve catheter; a part of the kit. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up metwatch report.